Event description:
It was reported that during a hemiorrhoidectomy procedure, the handpiece gave an overtemperature error and got hot. The device was reset and worked with the handpiece for some time. The case was completed with no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.